Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No re-implantation has been scheduled and the clinic continues to monitor the patient.

Event description:
It was reported that while exercising, turning the head, or laying down the sound with the device becomes intermittent. At this point, formal hearing test results have not changed (booth testing). The changes in sound happened gradually over time. No re-implantation has been scheduled and the clinic continues to monitor the user. Recipient will be seen in (B)(4) 2018 for discussion with surgeon.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that while exercising, turning the head, or laying down the sound with the device becomes intermittent. The changes in sound happened gradually over time. The device has been explanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that while exercising, turning the head, or laying down the sound with the devices become intermittent. The patient plans to return within 1-3 months if she notices a change in the sound quality. Re-implantation at be considered in the future.